Manufacturer narrative:
Investigation summary: the product was received, and the investigation was completed. Device history record review was completed and noted all post sterile inspection criteria passed. Regarding the pump suction, clinical reported that suction triggered after the patient coughed. The patient had left ventricular thrombus prior to implant. The product was returned and there was no biomaterial observed in the pump or kinks on the cannula. Data log review shows suction occurring on (B)(6) 2025 when it was reported. On 9/17, placement signal was slightly trending down leading up the suction events. The downward trend stopped soon after on (B)(6) 2025, and suction conditions resolved. At the time suction was reported on (B)(6) 2025 there were suction #73 alarms indicating the pump was in severe suction. During this time, the placement signal was spiking, which was likely due to the patient coughing, as reported in clinical details. An rt log was observed during one of the reported suction events and motor current max values dropped coinciding with pump flows and the suction alarms were accurately triggered. The root cause of the suction was most likely related to the patient's condition as the clinical details stated that during the time of the reported event the patient was coughing, triggering the alarms. Correction summary: after review of the case, it was reassessed as a malfunction type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact and medical device problem codes) were repopulated for update, correcting accordingly. Additionally, investigation summary was corrected to provide complete details available. Consequently, h6 investigation: type, findings and conclusion codes and h6 component code were updated, repopulated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with a left ventricular thrombus was implanted with an impella cp for mechanical circulatory support. A suction alarm occurred immediately after the patient coughed. Flow could no longer be achieved. Adjusting the pump position did not improve the situation, and it was thought that there was some kind of interference with the left ventricular thrombus, so the impella was removed. Support was provided with extra corporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump. The doctor considered surgical thrombus removal and impella 5.5 insertion in preparation for removal of the ECMO system. The patient survived the event.

Manufacturer narrative:
A4 is unknown. The root cause of the suction was most likely related to the patients condition as the clinical details stated that during the time of the reported event the patient was coughing, triggering the alarms. The device passed all post sterile inspection criteria.